Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -13.00/+1.0/091 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vaulting. The lens was replaced with a longer lens but the problem was no resolved. See MFR. Report # 2023826-2022-04082 for replacement lens. The cause of the event was unknown.

Manufacturer narrative:
Patient weight,ethnicity and race: unk. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).